Event description:
It was reported that during device reprogramming at post-implant follow-up, loss of pacing on left ventricular lead was observed. Lead was explanted and replaced. Patient¿s condition was stable before, during and after the procedure.